Manufacturer narrative:
The date of the event is unconfirmed - vascutek was notified that the event occurred in (B)(6) 2016. The date that the device was implanted is unconfirmed - vascutek was notified that the graft was implanted in (B)(6) 2016. The date that the device was explanted is unconfirmed. - vascutek was notified that the graft was explanted in (B)(6) 2016. (B)(4). Method: a complete review of the manufacturing process, manufacturing and qc records was carried out. This confirmed that there were no issues with the manufacture of the device. Method: a review of the sterilisation records was carried out and confirmed that all acceptance criteria were met. Method: actual device not evaluated, as the device has not been returned. Results: no failure in the device was identified from the investigation performed by vascutek. Conclusion: it was not possible to confirm the complaint or identify root cause of the event. In conclusion it was not possible to determine the root cause of the leakage by the investigation carried out by vascutek. In the last 5 years vascutek have had (B)(4) events of reported leakage events from the gelwave brand of gelatin impregnated polyester devices vs a world wide sales rate of (B)(4). Vascutek's rate of leakage with this product range is very low and ongoing trending indicates no negative trend. Any change detected during ongoing monitoring and trending of complaints will result in corrective action being considered. Vascutek now considers this complaint to be closed. Unknown if the graft will be returned.

Event description:
On 04th may 16, vascutek's distributor in (B)(4) was reported an event of leakage from a hospital (B)(6); whereby the user had noted reported leakage from the graft which became evident during implantation. The customer reported that the graft was explanted. It is not known what type of device replaced the explanted vascutek manufactured graft.